Event description:
Had appendix surgery in 2014, had hernia rupture 6 months later. In 2015, had symbotex mesh 5 inch piece implanted 3 months later, no longer able to lift over 20 pounds without severe pain in mesh location. Bulge from area has returned.